Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Total patients: 91 (male: 45, female: 46), ages: 25 years to 85 years, bmi: 16.5 kg/square-metre to 57.4 kg/square-metre procedure involved: anterior lumbar interbody fusion (alif), corpectomy, posterior spinal fusion (psf), oblique lumbar interbody fusion (olif), kyphoplasty, posterior lumbar interbody fusion (plif). Levels implanted: lumbar, lumbar-sacral, thoracic, thoracic-lumbar, thoracic-lumbar-sacral as per this clinical evaluation report, it was reported that a total of 91 patients having a clinical diagnosis and documented surgical implantation of the alleged spinal system were followed-up. Based on the radiographic diagnoses, patients were stratified into one of six evidence groups for analysis: degenerative disease (61 patients), trauma (6 patients), deformity (20 patients), failed fusion (2 patients), tumor (1 patient), and infection (1 patient). Post-op, the following device related events were reported: in the degenerative disease group, 1 event for hardware failure was reported. In the trauma and failed fusion group, 1 event for hardware loosening was reported in each of the groups. All taken together, the aes and fusion data indicate that the alleged spinal system is safe and performs as intended. No new or emerging risks were identified.